Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: during investigation, a visual inspection of the pump revealed that the battery compartment was cracked. There was corrosion observed inside of the battery compartment. A leak test was performed and leaks were found at the battery compartment crack and at a pump case crack near the upper right corner of the display lens. The pump case was removed and corrosion was found throughout the inside of the pump. Unrelated to the complaint, investigation revealed that the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.